Event description:
The complainant alleged that during incoming inspection of the device the screen displayed a "defib fault 72" message. The complainant indicated there was no patient involvement with this reported malfunction.